Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference

Event description:
Consumer reported complaint high blood glucose test results. The customer is concerned with non-fasting test result of 336mg/dl on (B)(6) 2016 at 10:03pm. The customer's expected non-fasting blood glucose test result range is 140 to 150 mg/dl and fasting is 90 to 105mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 136mg/dl and 148mg/dl. The test strip lot manufacturer's expiration date is 08/31/2018 and open vial date is 05/13/2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6).

Manufacturer narrative:
(B)(4). Customer returned product on 8/26/2016; qc lab received the product on 8/29/2016; qc lab evaluated the meter on 8/31/2016. Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint high blood glucose test results. The customer is concerned with non-fasting test result of 336mg/dl on (B)(6) 2016 at 10:03pm. The customer's expected non-fasting blood glucose test result range is 140 to 150 mg/dl and fasting is 90 to 105mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 136mg/dl and 148mg/dl. The test strip lot manufacturer's expiration date is 08/31/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6).